Event description:
Customer reported presumed falsely elevated patient blood lead test results with leadcare ii to the regional point of care (rpoc) specialist. The customer reported occasionally receiving confirmatory blood lead test results much lower than or "<0 results" compared to the corresponding presumed falsely elevated patient blood lead test results with leadcare ii. No specific blood lead test values were provided. Technical services (ts) attempted to contact the customer to assist with troubleshooting on (B)(6) 2026. Ts sent an email and left a voicemail. Ts attempted to contact the customer and left another voicemail on (B)(6) 2026. Ts sent a follow up email on (B)(6) 2026. Customer reported they could not provide responses to troubleshooting questions ts requested. Ts sent a follow up email on (B)(6) 2026 and (B)(6) 2026. Ts attempted to contact the customer and left a voicemail on (B)(6) 2026. On (B)(6) 2026 the customer provided the blood lead test kit lot information (2605m), the leadcare ii analyzer serial number (B)(6) and one new patient blood lead test result. The test kit sub lot information was not provided. Customer reported receiving an elevated leadcare ii patient blood lead test result of 11.8 ug/dl with corresponding confirmatory test result of less than 1.0 ug/dl. Ts asked the customer to describe their method applied for collecting capillary blood and requested confirmatory testing paperwork and test kit sub lot information. On (B)(6) 2026 the customer reported the technicians follow cdc recommendations for blood lead collection. They reported level 1 and level 2 control values as being in range. Customer stated there were additional patients with falsely elevated blood lead test results but was unable to provide leadcare ii values or confirm if confirmatory testing was performed. Customer declined further troubleshooting measures. Customer reported to be satisfied with assistance by ts.